Event description:
It was reported that the maxzero needleless connector experienced an open unit package/seal where the sterility was compromised. The following information was provided by the initial reporter: customer states that a maxzero needle-free connector came out uncovered. No adverse event occurred.

Manufacturer narrative:
A mz1000 sample was not required for investigation of this feedback as the customer provided photographs of the affected sample. Analysis of the photographs confirmed the customer's experience with the packaging identified to be partially opened. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance; however the manufacturing site confirmed that during visual inspections of the packaged material, if any defects are identified the package is partially opened and segregated. In this instance it is possible that the segregated product inadvertently continued on to subsequent packaging processes due to human error. A review of the production records for lot 20026253 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with one similar report against the maxzero device in the past 12 months.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced an open unit package/seal where the sterility was compromised. The following information was provided by the initial reporter: customer states that a maxzero needle-free connector came out uncovered. No adverse event occurred.